Event description:
It was reported the patient had vns generator replacement surgery on (B)(6) 2016. The implant card was received indicating the generator was replaced due to battery depletion, near end of service = yes. It was later reported by the physician that the generator was not a near end of service during the last check of the patient's device on (B)(6) 2016. The physician also noted there were no medication changes, no trauma/external stressors that could have caused or contributed the reported issues. It also was stated by the physician that the patient's increase in seizures was still below baseline. Additionally, it was noted that the patient has had no additional seizures since the generator replacement and that the vns was 8 years old and the patient just needed a new battery. Attempts for additional information have been unsuccessful to date.

Event description:
It was later reported that the hospital would need patient consent before releasing the device back to the manufacturer.

Event description:
It was reported through clinic notes that the patient stated the vns felt different as it now makes him jump every few minutes to every few seconds, and he has had 2-3 seizures per week over the last 2-3 weeks. It was noted the vns was not near end of service. The physician recommended getting the generator replaced due to the increase in seizures and noted the generator was over 8 years old. Attempts for additional relevant information have been unsuccessful to date.